Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the staple cartridge noted that the loading unit was not applied and the interlock was damaged. Functional testing found that the condition of the instrument precludes a functional evaluation. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the unit is clamped on the interlock after it has been engaged. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant medical product: gia80mts, stapler gia80mts med thick tristp, (lot #n4j1994uy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving an open stapler and cartridge, the device did not fire. The issue was resolved by replacing the device. No patient complications have been reported as a result of this event.